Manufacturer narrative:
Reader (B)(6) was returned and investigated. The reader was visually inspected and no issues were observed. Attempted communication between returned reader and known good sensor. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "shaking and sweating" and was unable to self-treat, requiring third-party administration of sweet tea and biscuits for treatment of diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. The reader was visually inspected no issues were observed. Returned reader was successfully communicated with good known sensor. The returned reader communicated with sensor. Usb/charging cable was visually inspected and no issues were observed. Issue is therefore not-confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "shaking and sweating" and was unable to self-treat, requiring third-party administration of sweet tea and biscuits for treatment of diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "shaking and sweating" and was unable to self-treat, requiring third-party administration of sweet tea and biscuits for treatment of diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.